Manufacturer narrative:
Bayer case number: (B)(4). I have had severe tinnitus in both ears [tinnitus]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 12-feb-2025. The most recent information was received on 04-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of tinnitus ("I have had severe tinnitus in both ears") in a female patient who had essure inserted (lot no. D31444) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced tinnitus (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to tinnitus. The reporter commented: period of occurrence winter 2015/2016. It's hard to tell you exactly when this happened, it was quite insidious. Since then, I have had severe tinnitus in both ears. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Batch number: d31444, expiration date: 2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-mar-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.

Event description:
Bayer case number: (B)(4). I have had severe tinnitus in both ears [tinnitus]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of tinnitus ("I have had severe tinnitus in both ears") in a female patient who had essure inserted (lot no. D31444) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced tinnitus (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to tinnitus. The reporter commented: period of occurrence winter 2015/2016. It's hard to tell you exactly when this happened, it was quite insidious. Since then, I have had severe tinnitus in both ears. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.